Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator was found in bvvi mode due to firmware reset reason 3. Programming changes were performed. The patient was in stable condition.